Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe product. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no samples were received to determine the foreign matter type, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign, black dust was found in the syringe 20ml ll precise india. The following information was provided by the initial reporter: "black colored dust in 20ml while doing cath lab procedure."